Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The physician attempted to treat a mildly calcified lesion located in the mildly tortuous vein in arm for shunt with a sterling over-the-wire angioplasty balloon. The balloon was inflated up to recommended pressure and on the third inflation, the balloon ruptured. There was no use of a guide catheter in this case. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".